Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. No samples or photos are available for evaluation. Unfortunately, as a result, bd was unable to verify the reported issue or define a possible root cause at this time. If additional information or if samples/photos become available, the record will be re-opened and investigated appropriately. No production record review can be completed as no batch/lot information was available. No further actions are required. This failure mode will continue to be tracked and trended.

Event description:
It was reported that the top cap of the applicator came off during use. Per email: I have another prep stick where the top blew off. The glass did not break on this one. They just snapped the wing and the cap blew off. I have it saved, but was not sure if you wanted it.